Manufacturer narrative:
Result: the reperfusion catheter 054 is fractured approximately 42.5 and 46.0 cm from the hub. The reperfusion catheter 054 is also kinked approximately 3.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates that the physician was trying to control the catheters position when the catheter fractured. Evaluation of the returned device confirmed a fracture in the catheter shaft approximately 42.5 and 46.0 cm from the hub. These fractures are in the middle of the polymer material. The catheter is also kinked approximately 3.5 cm from the hub. It appears that the force used while trying to control the catheter position exceeded product specification, causing the catheter to fracture. The catheters are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The manufacturer received additional information stating the patient's relevant medical history. No further information is available. The manufacturer is closing its file.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system reperfusion catheter 054. During the procedure, while the physician was attempting to control the position of the catheter, the polymer broke in half. The physician was able to remove the catheter without any additional device. While examining the catheter, the reinforce coil also broke into half. The physician used another catheter to complete the procedure successfully.